Manufacturer narrative:
(B)(4). The complaint sample was never returned to teleflex for investigation purposes. Probable cause cannot be established. The complaint cannot be confirmed.

Event description:
During a cardiac arrest, two different medics tried to insert ezio in the proximal tibia; 1st try on the left, second attempt on the right. The driver did not have enough power to place the needle. Medics were able to place an IV. The patient expired during hospital stay.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During a cardiac arrest, two different medics tried to insert ezio in the proximal tibia; first try on the left, second attempt on the right. The driver did not have enough power to place the needle. Medics were able to place an IV. The patient expired during hospital stay.